Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 7 days in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
One used sample was received for evaluation. Upon pressurization, the cuff was found to hold pressure and operate as intended within specification; no leaking was observed. There was no evidence found to suggest the event was caused from an intrinsic defect I the product.